Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device would immediately go into slow mode and wouldn't complete firing half way through the staple line. To correct the problem, the operator changed the handle and used it with the old adaptor. It worked fine afterwards. They used two 60trs black reloads. There was a delay in surgical time by 30-35 minutes. There was unanticipated tissue loss because they had to take more tissue by going around the original staple line. The patient is doing well. Additional information has been requested but not yet received.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle opened by the account. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle. There were 46 autoclave cycles for the handle. The two codes were observed indicating that an excessive force was encountered during firing. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. A pmv battery pack was loaded into the handle. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Two out of five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. A reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The loading unit was closed and then opened to change the flashing green reload detect led to a solid green state. When firing mode was entered, it was noted that only one green firing light illuminated. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The loading unit was then applied to test media with proper transection and stapling. After firing, only one solid blue light illuminated. A secondary condition not related to the reported condition was noted. Through a review of the led schematic, the led failures could either be traced to a failed connection internal to the led board or the simultaneous failures of both the green firing led and blue status led that are combined in the same multi-functional led. Esd events or exposure to heat and moisture may contribute towards a latent failure of a diode, including an led, or provide some leakage current through an alternate branch of the multiplexing circuit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
All three status indicators were green. All five white lights were on but they removed the battery and put it back in to reset the handle during the case. The five lights did not come back on once this occurred. The handle indicator lights, adapter indicator lights, and reload indicator lights were green. The patient did well and the sleeve looked good.